Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation, it was revealed that the left ventricular lead exhibited high pacing lead impedance values. Loss of capture was also noted on the lead which was resolved by reprogramming. No further information is available.